Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pkjk, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient fell one time in (B)(6) 2014 and it did affect the device. The patient had the device for bowel and in (B)(6) 2015, they had urinary incontinence. The indication for use was noted as fecal incontinence and gastrointestinal/pelvic floor. The manufacturer representative met with the patient on (B)(6) 2015 and determined the device was "not working right." They tried to adjust it to find the best setting to keep it at and indicated that if it did not work, they would have to do surgery. No additional interventions were noted and no outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.